Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Additionally, the instrument was found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the yaw pulley. A visual inspection found the wire to be exposed. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on three out of three attempts. There were no signs of thermal damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was inspected and thermal damage was identified on "some of the plastic" and the wire. There was no report of patient involvement.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the maryland bipolar forceps returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation). Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.